Manufacturer narrative:
(B)(4). The actual device involved in this event was returned for evaluation. The suture was looped outside the folder/tray but was not dispensed. This suture also had a small compressed area that may have been interpreted as a kink. However, there are no traces of any contact between the suture and the foil. There is no sterility concern with this product complaint. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2014 and suture was used. When dispensing the device, it was noted that the suture was kinked and coming out of the package. There were no adverse patient consequences.